Manufacturer narrative:
Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI#: a complete UDI# is unknown as product lot number was not provided. A partial number has been provided section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section e1: telephone number: (B)(6). Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a capsule breakage on the left eye which occurred during the polishing phase. During the procedure a vitrectomy was required which led to a five minute delay. The patient is doing good post-operatively. Through follow up it was learned that surgeon employs an aggressive capsular polishing technique to ensure thorough removal of residual cortical and posterior subcapsular material, aiming to delay or avoid the need for future interventions. This event occurred during the first few weeks of surgeon using the veritas platform and the irrigation and aspiration tip. No additional information was provided.

Manufacturer narrative:
Correction: after submission of initial report it was noticed field h8 was left blank. The h8 should have been marked with "initial use of device" as device is single use.